Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer called philips to request a replacement battery under warranty as the battery they received was defective. There was no reported patient or user involvement and no adverse patient/ user impact.